Manufacturer narrative:
Product ID 3889-28, lot# v251861, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that it was ¿not an infection.¿ five days later it was reported that the patient still had concerns regarding her device or therapy but had sought further help. The patient had appointments on (B)(6) 2013. The patient wrote that she was scheduled to have ¿stage 1 and stage 2 or stimulation test¿ on (B)(6) 2013. The follow up was scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had two infections in (B)(6), respectively. It was stated that "in (B)(6) it stopped working". It was indicated the patient "could not turn it on or off". It was never confirmed whether the implantable neurostimulator (ins) was working or not. About a week previous to report, the patient was "checked out" for infections. It was unclear if the patient still had an infection at the time of the report. It was noted that when the ins was on, the patient 'never got these infections" and they noticed a 'big difference" when the device was on. It was further stated that "this device worked even better than the one implanted before it". Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).